Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their lead had dislodged. They also reported it was explanted and replaced. No patient complications have been reported as a result of this event.